Event description:
It was reported that during a davinci si surgical procedure, the jaws did not align on the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer reported that the jaws didn't align; however, the permanent cautery hook instrument does not have any grips. Upon visual inspection the tip of the permanent cautery hook instrument didn't appear to be bent. Additional observations not reported by site were charred components, missing conductor cap, cracked proximal clevis, and missing luer plate. The yaw pulley and one distal clevis ear exhibited char marks and localized melting. No damage to the conductor wire was observed. The conductor cap was missing from the distal end. The yaw pulley boss feature that mates with cap was broken. The proximal clevis exhibited a crack in the axial direction located halfway between ears. The orientation of the crack was consistent with overloading the tip with the wrist pitched. The luer plate and the flush tube were missing from the backend housing. The chassis outer wall feature that mates with the luer plate was also found to be broken. Engineering concluded that the damage found on the luer plate was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.